Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device did not detect the disconnection from the patient twice. Reportedly, it took about 20 seconds before it alarmed that the patient had been disconnected. It was reported that the second time, it changed itself into the suction maneuvre. No health consequences for the patient reported.